Event description:
Info received indicates the head section will not go up.

Manufacturer narrative:
After attempting to clean the valve, the technician replaced the head up valve and solenoid to repair the bed.